Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19600. It was reported the pt cannot remember the last time she charged the ipg and she currently does not have stimulation coverage. The ipg is unable to communicate with the charger and displays a communication error. A sjm rep interrogated the pt's system and confirmed the issue. The pt also reported the stimulation therapy never helped relieve her pain. The pt is considering her options. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.